Manufacturer narrative:
The device was not returned for analysis, however a photo provided by the account confirmed the reported peeled/delaminated teflon coating. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the torque device being tight against the guidewire and/or interaction with other devices during use resulted in the reported/noted peeled/delaminated teflon coating. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 014 ht versaturn guide wire (gw) was used in the procedure; however, when removed from the patient the teflon coding was noted to be peeling and some coating was detached from the gw. Some of the coating possibly peeled off in the patient, but this cannot be confirmed. Another unspecified gw was used to continue the procedure. No additional information was provided.